Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the damaged power cord strain relief to be cracked open. The centrifugal control unit was connected to lab use only (luo) testing equipment. It was powered on and running when the pst manipulated the damaged strain relief in all directions and had no functional impact to the operation of the motor. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the damaged cord. She replaced the centrifugal drive motor. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the power cord of the centrifugal drive motor was damaged and had exposed wires. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.